Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message while infusing propofol into a patient during therapy while using a vented solution access set. It was reported that "there were micro bubbles in the tubing during infusion that stopped fluid flow and led to the alarm." It was also reported there was no patient injury.